Manufacturer narrative:
During preparation of the angioguard, the physician found that the tip of the deployment sheath was kinked. He used another product and the procedure was completed without any reported difficulty. Upon return of the product the distal coil was noted unraveled/stretched. Confirmed kink/bents in the guidewire, coil stretched and deployment sheath damaged. A review of the device history records (DHR) indicates this packaging lot consists of a total units, from two assembly lots, final inspection tested and deemed acceptable for shipment by MFR on 26 august 2008. As noted the specimen device presents bend damage 0.20 to 3.05cm, 8.05 to 28.1cm and 41.5 to 297.3cm from the distal tip, the coil wraps are displaced distally, creating a 4.2mm stretched region 1.2mm distal of the bullet coil and concurrent coil distortion distal of the stretched region; the deployment sheath does present a transverse crease across the width of the large diameter portion located approximately 3.8mm from the distal end of the sheath. Otherwise, the specimen device and sheath appears visually and dimensionally correct. All joints appear to be intact by non-destructive pull testing. As noted, when reloaded into a dispenser assembly with introducer assembly and tested for docking function using proper technique, no difficulty was noted in fully seating the specimen ecgw filter assembly within the large diameter region of the deployment sheath. The damage to the wire shaft and the distal coil region is not discussed in the complaint documentation, but appears to have been incurred during handling subsequent to removal from the original packaging pouch. A review of the DHR and analysis of the specimen device do not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. With the info provided, handling and procedural factors appear to have inspected on the event as reported. These observations and speculations are based on the evidence presented by the sample article and limited info provided by the supporting documentation. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by shipping, storage, or handling of the unit or by the operational context of the device and is not related to a product quality issue.

Event description:
During the preparation of angioguard xp, the physician found a tip of the deployment sheath to be kinked. Another product (details unk) was used and the procedure was carried out without any problem. The product was not clinically used. As per the failure analysis, the coil wraps were displaced distally, creating a 4.2mm stretched region 1.2 mm distal of the bullet coil and concurrent coil distortion distal of the stretched region.